Event description:
It was reported that the short spine clamp broke off where it attached to the patient's spinous process during a spinal fusion procedure. No pieces fell into the surgical site. The case was completed successfully using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event was confirmed by the complaint specialist during the device evaluation. Based on the age of the device (almost 12 years) handling of the device over the years may have caused or contributed to the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that the short spine clamp broke off where it attached to the patient's spinous process during a spinal fusion procedure. No pieces fell into the surgical site. The case was completed successfully using a backup device and without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.